Manufacturer narrative:
Date of birth section is year valid only.

Event description:
During a revascularization 26 months post index procedure one pacific plus balloon dilation catheter and 4 inpact pacific paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa of the right leg (r-1). Approximately 11 months post revasc the patient experienced worsening pad high grade stenosis of the sfa (r-1). The patient was treated with pta and dcb (non-mdt and 1 inpact). The event is resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.